Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood draw leakage occurred from the barrel with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported customer has witnessed leaking coming from the barrel of wingset after blood draw. Additionally, on 2020/01/15 the customer provided the following additional information: is the product/catalog number known? (Ref #367364), is the lot number of the tubes that were affected known? (Ultratouch lot 9014817 exp jan 31 2021), what specific date did this incident occur? (Dec 30 2019 and prior to but no specific date indicated by staff), was there any exposure to bodily fluids; who was exposed (technologist), what were they exposed to? (Patient blood), what area of the body was exposed? (Gloved hands), was any post exposure testing performed? (No) what tests were run? (Unknown), what were the results? (Unknown), are samples from this lot available? (I currently have 3 needles of this lot. Should I send them?), were there any photos taken during the time of incident? (No photos were taken.).

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood draw leakage occurred from the barrel with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported customer has witnessed leaking coming from the barrel of wingset after blood draw. Additionally, on 2020/01/15 the customer provided the following additional information: is the product/catalog number known? (Ref #367364), is the lot number of the tubes that were affected known? (Ultratouch lot 9014817 exp jan 31 2021), what specific date did this incident occur? ((B)(6) 2019 and prior to but no specific date indicated by staff), was there any exposure to bodily fluids; who was exposed (technologist), what were they exposed to? (Patient blood), what area of the body was exposed? (Gloved hands), was any post exposure testing performed? (No), what tests were run? (Unknown), what were the results? (Unknown), are samples from this lot available? (I currently have 3 needles of this lot. Should I send them?), were there any photos taken during the time of incident? (No photos were taken.).